Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a final MDR will be submitted.

Event description:
It was reported that the electric dermatome slowed down (cutting power reduced) in the middle of a graft. The event occurred on (B)(6) 2019 according to the follow up. It is unknown whether there was a surgical delay or harm to the patient. An alternate device was available to use.